Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Close case turn over to cad. The file number for this l2 complaint is (B)(4). (B)(4). Customer craig called in for help on 8100 unit when try to run pm test on unit gets patient side occlusion test fails on several units. Unable to troubleshoot the error customer didn't have the unit setup where he was ask can he setup so I walk him through some troubleshoot steps. Was not able to but explain to customer connect his unit to the main unitthen to power on unit hold down the tamper switch with one hand and the other hold down the system on button at the same time until the unit peep then let go. Then on the 8015 unit select process then next screen select first line then select f5 to refresh the software then try to run the test. If it continue to fail please call back at the setup so we can look more into the issue. (B)(4).